Event description:
It was reported, during the inventory check, it was noticed that on the lateral side of the package the printed catalog number is different from the catalog number printed on the upper side.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.